Event description:
A surgeon reported noting a "film" on the intraocular lens (iol) during implant surgery and described it as a "mosaic pattern on the surface of the iol". The iol remains implanted. In a follow-up, it was reported that there was no injury to the patient.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested on 06/09/2009 by email and has not been received. (B) (4). (B) (4)